Manufacturer narrative:
No patient was present at the time of the alleged malfunction. No parts or files have been received by the manufacturer for evaluation.

Manufacturer narrative:
Suspect computer evaluation finds: tamper seals broken. Powered up system, booted normally, but with audible fan noise. Internal inspection revealed that the video graphics card (vgc) cooling fan is not at full operation. Vgc could overheat and cause reported issue. Graphics card malfunction directly caused event. Replacement computer sent to site and installed in system for issue resolution.

Event description:
A medtronic representative reported a stealthstation tria navigation system computer that became unresponsive. There was no patient present.